Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4296, implantable pacing lead, (B)(6) 2012; 4076, implantable pacing lead, (B)(6) 2009; 305c25, tissue valve, (B)(6) 2009. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing. Post-ventricular atrial blanking was programmed and eliminated the oversensing. The ffrw was observed at a later follow up but was not causing any issues. Adjustments were made to improve the view of the rhythm and the lead remains in use. No patient complications have been reported as a result of this event.